Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a revaclear 300 dialyzer. This event happened before patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
The actual device was not received for evaluation, however, three pictures were received and evaluated. The visual inspection of the third picture observed ta small red marking on the header area. The reported condition was verified. The cause is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.